Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D1, d2 and d4.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "all trials and sizer guides have gouges out of them and are not smooth". The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the device had some scratches and was worn. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. However, taking in consideration that the device is 13 years old, the potential cause can be attributed to use and service over the years, or end of life. A functional test was unable to be performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the st apg sizer pin guide 44+3 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg1210) provided is not a valid finished goods lot.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, "all trials and sizer guides have gouges out of them and are not smooth" the product was not returned to depuy synthes, however photos were provided for review. See attachment microsoftteams-image (14).png, microsoftteams-image (15).png, microsoftteams-image (16).png, microsoftteams-image (17).png. The photo investigation revealed that unk humeral trial had some scratches and was worn. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk humeral trial would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg1210) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "all trials and sizer guides have gouges out of them and are not smooth". The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the device had scratches, this type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Also, the device exhibits an overall worn condition consistent with normal an repetitive usage. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the apg+ sizer pin guide 40+0 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg1210) provided is not a valid finished goods lot#

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "all trials and sizer guides have gouges out of them and are not smooth" the product was not returned to depuy synthes, however photos were provided for review. See attachment microsoftteams-image (14).png, microsoftteams-image (15).png, microsoftteams-image (16).png, microsoftteams-image (17).png. The photo investigation revealed that unk humeral trial had some scratches and was worn. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk humeral trial would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that guides have gouges out of them and are not smooth. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. Patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. (B)(4). Device property of, none. Device in possession of, none. (B)(4). Device property of, none. Device in possession of, none. (B)(4). Device property of, none. Device in possession of, none. (B)(4). Device property of, none. Device in possession of, none. (B)(4). Device property of, none. Device in possession of, none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst, true.